Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure on (B)(6) 2021. At the end of the procedure during final tightening, the driver shaft spun in the heads of the screws and was worn at the tip. The procedure was completed using a second screwdriver. There was no surgical delay. There was no patient consequence. This report is for one (1) expedium sfx cross connector system torque driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw148770 was released in two batches. Batch 1: lot qty of 73 units were released on 13 mar 2014 with no discrepancies. Batch 2: lot qty of 26 units were released on 10 may 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.